Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported that following an intraocular lens (iol) implant procedure, there was an unexpected postoperative refraction. The refraction value of -5.0 diopter was approximately 3 diopters off of target. The lens remains implanted. Additional information was requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The lens was not returned to evaluate. The large difference in diopter from the value expected makes it likely that the event was due to a calculation error and not a product malfunction. Additional translated information in the file indicated that the event was probably caused by a test error or a malfunction of a testing device. (B)(4).